Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative and a patient implanted for non-malignant pain. The patient reported that the week prior to the report, their stimulation was intermittent and started ¿fluttering¿ when they moved in a certain way. The patient stated that their device turns off for a few seconds and turns back on. It was mentioned that the patient does not have adaptive stimulation. The rep added that in the past month the patient has had to increase the intensity by 3-5v to achieve the same benefit as before but is getting good relief. The rep also noted that they checked impedances, which looked good. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.